Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The article number and serial number for the new hl20 device ordered by the customer was not provided, so a manufacturer's date could not be determined. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital discovered that for the new hl20 (article number and serial number not provided) the 3/16" tubing inserts from the old hl20 would not fit into the new hl20. The old insert would not fit into the guides for the lower and upper saddle on the new hl20. (B)(4).